Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. The device was explanted, and physician adjusted the cuff from a 4.5cm to a 4.0cm cuff. No further patient complications reported.